Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the screen became noised due to a printed circuit board error; however, a definitive root cause could not be identified. E1 establishment name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope screen became noised. There were no reports of patient involvement.